Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es pyxis was down and no power supplied. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on a dark screen with no power to the electronic drawer. There were no volts and no alternating current at the wall outlet. A field service engineer (fse) confirmed the power issue at the hospital site. The system functioned as intended after the field service engineer investigated the device.